Event description:
Reporter alleged obtaining the results of 357 mg/dl and 108 mg/dl back to back within 10 minutes on the aviva system. Reporter stated she took her normal medications, documented as 500 mg of metformin just over an hour prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.